Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The patient had general knee pain and instability 12 months after the primary surgery. The poly was changed from a 9 mm to a 11 mm.